Event description:
Customer called on (B)(6) 2011 reporting that the coulter ac.t diff analyzer was leaking and giving false 'cleaner out' errors. Customer also stated that the red blood cell (rbc) bath was also not draining at shutdown. Customer reported that no patient results were affected. No death or injury was attributed to this event and there was no change to patient treatment. Customer was wearing gloves, a lab coat, and safety glasses at the time of the incident and no exposure was reported. Customer technical support (cts) assisted with troubleshooting and had the customer prime the system but the rinse sensor was still giving false alarms. Field service engineer (fse) was dispatched and learned the customer had used a syringe to manually fill the baths with clenz. The baths were overfilled and the instrument did not drain excess liquid. Fse replaced the clenz sensor, reinstalled the filter for clenz, changed the vacuum chamber and cleaned the wbc bath. Repairs were then verified per established procedures. Root cause for the leak might be attributed to the customer manually over-filling the baths with clenz.

Manufacturer narrative:
Bec identifier for this report is (B)(4).